Event description:
It was reported that the 9800 system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and lemo pin connector were replaced during the service call. The system was tested, and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.